Manufacturer narrative:
The device was returned to olympus for evaluation. The e116 error was confirmed due to faulty motherboard and graphics processing unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the visera 4k uhd camera control unit exhibited an e116 error. It was powered on and off, removed from power; however, the issue persisted. The issue occurred in preparation for use. No procedure was involved. There was no patient harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the graphics processing unit and motherboard. Olympus will continue to monitor field performance for this device.